Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and cervi cal/neck. During the call, pt mentioned he has to recharge every 3 days now and charging takes around 6 hours. He mentioned he used to charge once a week. When asked event date, pt said he has had to charge every 3 days for "years now". Pss asked if pt changed his settings, pt said he has actually tried to back down from his settings to see if that makes charging frequency longer. Pss documented information given during the call. Pt said the insr antenna wire has become real frayed, probably a month ago. He said he tried taping with electrical tape and liquid tape. Pss sent replacement antenna request to repair.  During the call, pt said the belt plastic (belt and spacer) cracked. He said they break when he bends down, and he charges every 3 days now. When asked event date, pt said "probably a month" no. Pt asked for a couple belts/spacers to be sent like they did last time. It was reporting that the cord is damaged on his insr antenna and his belt is also damaged, the patient is requesting two belts, and spacer, but we currently don't have any spacers available. Additional information was received from a patient. It was reported that in february 2015, patient was implanted with new unit in body to replace old unit - battery supply. Patient never got 5 days with new unit. Even after removing a dual program for occipital leads with single as patient was now it had been 3 days since 2015. Patient met with two manufacturer representatives (reps) on programming from the manufacturer document. Patient had always bee in the patient. Data collection was even today - was not the problem. For frayed recharge antenna, only the insulation on outside became frayed. The device was moving off location while wearing lower bars and if not, patient noticed it would take longer - sitting, moving. If patient didn't move, recharge would be 2 and 1/2 -3 hour. But in bed sleeping, turning, sitting, walk would move location - even turn off. The problem that patient had was in 2015 and the patient was not silent then. Now, it was hard to get workmans comp to provide the day to day reasonable coverage due. When the leads or battery sopped working, then the patient would have an issue.